Manufacturer narrative:
Date of event: (B)(6) 2020, (B)(6)2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a low volume issue. There was no patient involvement / harm.

Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 this is a duplicate report. The issue will be captured under MFR. Report #:2031642-2020-03266. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.